Event description:
The surgeon inserted the aa4203tl silicone single piece lens and the lens split as it was inserted into the eye. Half of the lens was implanted and half of it remained in the injector. The piece of lens was removed from the eye and another toric lens was implanted without any patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4). Results: visual inspection of the lens showed part of the haptic and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).